Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when the evaluation is complete.

Event description:
Edwards received information regarding a perimount 25mm valve explanted after 2 weeks due to paravalvular leak and severe insufficiency. A new perimount 25mm was implanted in replacement with good result.

Manufacturer narrative:
The device was returned to edwards for evaluation. During visual examination, minimal host tissue was identified on the stent circumference at the inflow and outflow aspect. One pledget and one suture was attached to the sewing ring. Radiography demonstrated wireform intact and commissure 1 bent. Additional testing is being performed. A supplemental will be submitted when additional testing is complete.

Manufacturer narrative:
Additional manufacturer narrative: functional testing was performed on the device and edward¿s standardized in vitro testing showed that the immediate valve functionality was acceptable. The reported severe insufficiency and paravalvular leak could not be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received and the product evaluation, it is most likely operational context contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.